Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right ventricular (rv) and right atrial (ra) leads were found dislodged. Both leads were repositioned. Three days after the revision, the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture on the rv and left ventricular (lv) leads. The crtd and rv lead were explanted and replaced. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.